Event description:
It was reported that, after thr surgery had been performed on an unknown date, the patient experienced squeaking and pain. This adverse event was solved by revision surgery on (B)(6) 2022 to explant the biolox delta head 36 mm 12/14 s / +0 as the surgeon felt there was too much anteversion. The stripe wear on head was in a superior posterior position. It is unknown the current health status of the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the provided image was reviewed and black markings are noted on the head. As well, it is noted the surgeon "felt there was to much ante version," which may be a contributing factor of the reported pain. However, smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.